Event description:
It was reported that (1) er320 was used during an unknown procedure. It was reported by the rep that the surgeon stated that the er320 (new version) fired normally for the first couple of clips, but then began "spitting clips". The surgeon could not recall having fired across any other clips. Opened another device to complete the case. There was no consequence to pt.